Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "syringe clogged during use" (device clogged [syringe]). A surgeon reported syringes clogged during use. Five lot numbers were reported. No pt harm. This is the fifth of five medical device reports being filed; this report is for lot number 09j08e.

Manufacturer narrative:
The facility did not return samples for eval. The facility did not provide a lot number or any identification traceable to the mfg process. The supplier of the syringes has been requested to further optimize the gliding force of the syringes. Expression force testing on finished product began on (B)(6) 2010. There have been no other reports in this lot number. (B)(4).